Event description:
Reporter alleged obtaining a discrepant blood glucose result of 356 mg/dl back to back with a result of 90 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated she ate crackers and hummus prior to obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.